Manufacturer narrative:
Patient information not provided due to country privacy laws. Reporter occupation not provided. Ge healthcare investigation has been completed. The elderly patient had thin skin and was wearing a hospital gown. The patient was advised by the hospital nurse/technician to stand still next to the exam table. The patient did not understand the instructions and attempted to climb onto the table without help and cut the right leg at mid-calf on the left railing of the table. The customer confirmed that the patient leg could have hit against the projected washer assembled on the table left side rail by the customer and resulted in a deep cut requiring 10 stitches. The customer removed the rail mounting screws initially supplied by ge and was using non-validated screws and washer for mounting the rail. The washer used was projecting out of the rail at the bottom side. The customer had attached a cushion pad to the rail and used the system for about 10 years. The ge healthcare field service engineer could not notice these screws and washer during previous visits because they were covered by the cushion. Recently the cushion pad was removed and scrapped by the customer due to a potential infection hazard. During the recent visit to the site ge healthcare field service engineer could notice these screws and washer. This resulted from a use error. The customer site was corrected with proper screws. There is no system malfunction identified with this issue. Based on this analysis, neither corrective nor preventive action has been deemed necessary, and no further action is required.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore initial reporter information is not provided due to country privacy laws. Device manufacture date currently not available. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient was cut by the side rail where lead protector attaches.